Manufacturer narrative:
Findings: the insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to perform operating currents to verify off no power due to blank display. The unit had cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the demo insulin pump would not turn and the battery cap compartment was corroded. The blood glucose reading was unknown. Advised that the insulin pump needs to be replaced. Nothing further reported.